Manufacturer narrative:
The field service engineer (fse) examined the ventilator. The fse found it functioning normally and no parts were replaced. The fse downloaded the ventilator¿s logs and returned the ventilator back into service. The tag on the ventilator stated that the valves were heard closing and patient was unable to trigger. This described closing indicates the sound of opening and closing of the safety valve. The evaluation of the logs show that prior to the visit of the field service engineer, the ventilator had not been used for a period of 10 months. The last ventilation period contains many high airway pressures alarms towards the end of the period before the ventilator was set to the standby mode and high continuous pressure alarm. These alarms indicates inspiratory pressure that had exceed the set airway pressure alarm limit. When this occurs the ongoing inspiratory cycle is terminated and a new one is started. The occurrence of a high continuous pressure alarm leads to the opening of the safety valve. The terminations of breaths and the opening of the safety valve are what was most likely described as valves close and the patient being unable to trigger. There is nothing in the logs that indicates that there was a ventilator malfunction at the time. The cause of the experienced closing and the inability of the patient to trigger at the time was due to exceeded pressure alarm limits and not due to a ventilator malfunction but their causes has not been determined.

Event description:
The field service engineer while on site for another issue was shown a ventilator with a tag stating that "vent malfunction. Hear valves close patient couldn't trigger. There was no patient harm. (B)(4).